Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer experienced high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl at the time of the incident. The customer experienced symptoms such as sleepiness and possible diabetic ketoacidosis. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was going to seek medical attention. Customer also stated that his glucose readings were transferring into the pump and they may have pressed something. The insulin pump will not be returned for analysis.